Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild calcification and a 90% stenosis. The 2.5 x 20 mm voyager balloon catheter was inflated for the first time when the balloon ruptured at 10 atms. Thus, it was replaced with another company's 2.5 x 20 mm balloon catheter and the lesion was inflated at 14 atms. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that may contribute to balloon damage may include, but not limited to, manufacturing materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The case details describe the patient anatomy as mildly calcified and 90% stenosis, which could have contributed to the reported ruptured. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.